Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was dislodged and failed to capture. Fluoroscopy was performed, which confirmed the dislodgement. The lead was explanted and replaced. The patient had no adverse consequences.